Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device when used with an iphone 13 running ios 26.2. The customer reported missing alarms and was unable to monitor glucose levels. The customer experienced sweating, confusion, dizziness, shaking and subsequently lost consciousness. The customer was able to self-treat by taking a glucose gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported issue observing error message and not receiving alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device when used with an iphone 13 running ios 26.2. The customer reported missing alarms and was unable to monitor glucose levels. The customer experienced sweating, confusion, dizziness, shaking and subsequently lost consciousness. The customer was able to self-treat by taking a glucose gel. There was no report of death or permanent impairment associated with this event.